Event description:
It was reported that the patient could not void, and the device seemed to fit originally but realized after the surgery that it was too big. A surgical procedure was performed to replace the system for a smaller one.

Manufacturer narrative:
Upon receipt of this tactra malleable penile prosthesis (tactra) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the cylinders identified that they were cut to 19.5cm. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient could not void, and the device seemed to fit originally but realized after the surgery that it was too big. A surgical procedure was performed to replace the system for a smaller one.